Event description:
It was reported that "during an arthroscopic shoulder repair and decompression, (which became an extended open procedure), the patient received a burn on the inner aspect of the thigh, at or near the ground pad site. It was treated by a wound specialist after their discharge from the hospital.